Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was not printing and is unable freeze waveforms. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.